Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead had cardiac perforation as evidenced by high pacing thresholds. During cardiopulmonary resuscitation the right atrial (ra) lead dislodged. The patient's pacing system was removed and not replaced. The plan is to replace the system at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.